Manufacturer narrative:
Other application components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead h6: fdd c62955 applies to lead (977a260) fdd c76126 applies to ins (97714). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient loved the device as it got him off of opiates which he said were ¿extreme and horrific medications, and he haven¿t had to take fentanyl or morphine in years. Patient said that having the device put in enable him to get off his pain medication and the device ¿was a lifesaver for me¿. It was stated that ¿there is one little lead issue that patient had, it perforated the skin so we have been watching it for quite some time, it was my physical therapist that saw it first, because I had a pimple that wouldn¿t go away, and we saw a blue wire popping out just a small amount when the sore healed¿. Patient said they didn¿t remember what month this was recovered, but it was sometime this year since he had the device put in (B)(6) 2017. Patient said he hasn¿t had any fall or trauma since having the stimulator put in. It was mentioned that this issue was being addressed, and his doctor was planning on doing a lead revision soon but said he just wanted to mention it to me. It was noted that patient was in a car accident in 2014 (before the implant) and had a 4 level fusion in lower spine and crushed vertebrate in the neck, and patient had pain in neck and burning that goes down into shoulders and arms and peripheral neuropathy pain, it all related to that car accident. Pa tient was asked when this started, he said the device was put in for his back which ¿had been helped at least 50 percent¿, and the device wasn¿t put in to address his neck issues. Patient wanted to know if he could get ¿more leads put in, or a second device put in for the neck issues. Nor further complication or event was reported.